Event description:
The reported problem was first observed prior to the start of reprocessing of devices for the day. The user facility confirmed there was no injury to users associated with the reported problem.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event related information. Updates to sections b5 and e2.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the available information, the legal manufacturer determined the likely cause was a loose connector, caused by an impact to the yellow connector by the user. The cause of the reported event is likely accumulated stress which was added in the direction the connector loosened or an impact with something hard on the connector, caused by the end user.

Manufacturer narrative:
The reported problem was resolved through an onsite service visit by an olympus field service engineer (fse). The fse confirmed the reported problem. To resolve the reported problem, the fse replaced the yellow basin auxiliary scope connector. A likely cause for the reported problem was not identified.

Event description:
A user facility reported to olympus that their oer-pro auxiliary connector was broken. There was no patient involvement reported to olympus. No patient injury or harm, associated with the problem, were reported to olympus.